Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) due to charge times exceeding the extended charge time limit. Technical services discussed replacement within 90 days of eri declaration. No adverse patient effects were reported.